Event description:
It was reported that multiple cartridge alarms occurred during basal delivery. Reportedly, the customer did not remove the cartridge outside of the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.